Event description:
The reporter stated, the surgeon attempted to insert a cc4204bf collamer single piece lens, but the lens tore upon insertion with cartridge. There was no patient contact.

Manufacturer narrative:
(B) (4). (B) (4).